Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited intermittent noise, oversensing and high out of range shock impedance measurements greater than 125 ohms. The patient was not pacemaker dependent, however, was noted to have recently gone into atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) discussed troubleshooting options. The patient was cardioverted through use of the device. It was noted that the device delivered shock therapy and cardioverted the patient to sinus rhythm. Shock impedance measurements were noted to be stable and acceptable during the cardioversion. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service. The physician will continue monitoring.